Event description:
Information was received indicating that during use of this smiths medical cadd legacy 1 pump, the pump exhibited ? No. Disposable tubing alarm" with ? No. Air in line". No patient injury reported.